Manufacturer narrative:
Date sent to the FDA: 04/06/2011. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. Additional information: narrative - it was reported that the second procedure was performed on (B)(6) 2011 for excision of scrotal wall mass. The pathology report stated it is foreign material consistent with suture.

Event description:
It was reported that a patient underwent a vasectomy procedure on (B)(6) 2010 and suture was used. Following the procedure, the patient kept returning with epididymitis. Antibiotics were given but did not completely clear the problem. Repeat surgery was performed eight months later and the doctor discovered remnants of the absorbable suture material still at the site. The suture was removed. The patient is not having any other problems at this time regarding infection.